Manufacturer narrative:
The spine clamp was returned to the manufacturer for evaluation. Testing found that a tip of the tooth was blunted as well as two teeth being bent on the opposing surface. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. Device lot number, or serial number, unavailable. No parts have been received by the manufacturer for evaluation. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, the spine clamp was noted to be damaged. A second spine clamp was used to complete the procedure. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided.